Event description:
Per medwatch (B)(4): "exposed wire was noted on the new, fresh out of package pulse oximeter. Replaced with another new pulse ox. Massimo reference number (B)(4) from packaging". There was no patient impact or consequence reported.

Manufacturer narrative:
The customer reported that the sensor is not available to return for masimo to perform an investigation. The sensor has not been returned to masimo to allow an analysis to be performed. If the sensor is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.